Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. It was reported that the sepramesh was removed and there was no ingrowth after implant. No medical records have been received and no sample has been returned for evaluation. We have made multiple attempts to obtain additional information and to have the sample returned for evaluation. A photo said to be of the device in question was received, however we are unable to reach a conclusion based on that image. The product's IFU was reviewed and recurrence is listed as a possible adverse reactions. Without additional information regarding the reported event, no conclusion can be drawn.

Event description:
According to information reported to davol: ni/ni/ni - during an unspecified surgical procedure, the pt underwent additional surgical intervention which involved the removal of the sepramesh. The sepramesh was reported to have no ingrowth after being implanted 11 months prior.